Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. Motor passed motor test. No motor error alarm and no excessive no delivery alarm noted. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery and motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer has changed the infusion set, reservoir and tubing multiple times but the alarms persist. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.